Event description:
The technician alleged the head will not raise. No injury reported.

Manufacturer narrative:
The technician found the head cylinder is leaking. The technician replaced the head cylinder to resolve the issue.